Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that there was an issue with the plastic jig during a tibiotalocalcaneal (ttc) fusion on (B)(6) female pt. When they inserted the metal compression component and started to zero it out, the alignment was off, meaning one side read two (2) and the other zero (0). Hence, it had to be manually zeroed out. Also, the metal axis was stuck in the plastic jig and will not back out. There was pt contact but no pt injury. There was a surgical delay of 10 mins. The product problem occurred mid way during the surgery. The procedure went fine and they did not miss any of the tibia screw holes.